Event description:
Event: inferior capsule failed to retract. Case details: during the process of deploying the inferior attachment system, the inferior capsule failed to retract. The situation was resolved by unlocking the balloon and moving it 1 cm cephalad and retracting the #4 pull wire. The wire was freed with difficulty, and the delivery system was pulled off the endograft to release the attachement system.